Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a brain MRI and CT scan was performed during which it was found that the patient's ventricular flow is worsening and prism degree fluctuated. In (B)(6) 2015 elective surgical slot surgery was performed on the patient despite the facility insisting to the patient that the shunt functioned correctly. MRI and CT scans at the time showed normal findings despite lp opening pressure with a shunt reading of 36 and normal csf flow. Upon replacement of the shunt the patient noted that it was found to be kinked and blocked, damage which was not seen on the MRI or CT scan. There was also an indication of muscle injury or waste syndrome a the time of revision. On (B)(6) 2015, 3 months after shunt revision, the patient was treated for bacterial meningitis. In 2016 the physician diagnosed the patient with left homonymous hemianopia. From 2016-2018 the patient noted they had an impression they experienced tia and unstable angina. In (B)(6) 2020 there was appearance of small vessel change at the pons and ponto junction. The patient also experienced papilledema and neurological deficit.

Manufacturer narrative:
Event information previously reported in regulatory report # 2021898-2021-00071. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a chronic transient ischemic attack (tia) episode. The patient's left limb weakness improved in 5 days after 7 days high dose double.